Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was giving the patient inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2012, at 8:00am, the patient obtained a result of "336mg/dl." The reporter stated that the patient manages his diabetes with the insulin pump and by 8:03am, had administered his usual dose of medication, 7.2 to 7.3 unit of insulin (unknown type), in response to the reported issue. The reporter informed the cca that by 8:15am, the patient "had passed out" and was immediately taken to the emergency room. Between 8:15am and 8:30am, the patient was given IV glucose and was tested on the hospitals meter where he obtained the test results of "23 and 24mg/dl." At the time of troubleshooting, the cca determined that an approved sample site was used for testing. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received medical intervention for an acute complication of diabetes.

Manufacturer narrative:
Follow-up #1 (9/7/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.